Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent insertion procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, the physician felt difficulty pulling the guide catheter due to resistance. The stent was deployed but the guide catheter was broken. The broken guide catheter was retrieved out of the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the guide catheter was detached, kinked and stretched; the push catheter was bent in several locations and was kinked at the guide wire port. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent insertion procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, the physician felt difficulty pulling the guide catheter due to resistance. The stent was deployed but the guide catheter was broken. The broken guide catheter was retrieved out of the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.